Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. The pre-operative merge can be impacted by such factors as quality of the pre-operative CT, quality of the fluoroscopic images, surgical plan, and patient anatomy. Case investigation revealed that there were tracking issues, which along with poor fluoroscopic image quality resulted in a difficult merge. Suggested troubleshooting measures for the user would be to ensure there are no tracking errors, try different shots and registration types, take truer ap and lat shots, and adjust brightness/contrast of the fluoroscopic images. The observed severity did not exceed the anticipated severity. The observed overall risk level is low, which is lower than the anticipated risk level. Therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
Unsuccessful merge at t1. Multiple merges were attempted with different fluoro images and centroid placements. After failing t1-t3 merge multiple times, we tried merging c7-t2 which was also unsuccessful.